Event description:
A sigma 8000 infusion pump was used in a post-partum unit with packed cells and n/s. Bags containing 250cc blood, and 1000cc n/s were used. A rate of 125 ml/hr was programmed. The hospital reported an over infusion. However, there was no pt injury or medical intervention reported.

Manufacturer narrative:
The unit was received operable. Excessive flow was confirmed and caused by a cracked pump assembly. The crack is similar to cracks known to be caused by impacts. However, no physical damage to the outside case was evident. A reminder notification (attached) is being sent to our customers who experience impact damage to pumps, to raise awareness that our operators manual cautions them to have the volume calibration confirmed by either a biomed department or us, when a pump is dropped or damaged.